Manufacturer narrative:
(B)(4). Date sent: 10/30/2023. D4: batch # 358c79. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as no missing staples were noted on the returned reload and the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 358c79, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. Additional information was requested and the following was obtained: was the stapler fired on the vena cava or the hepatic vein? Right hepatic vein at its origin to vena cava. Please further describe staples that were deployed and the formation of the staples that may have deployed. No staples were observed at patient side or specimen side. Any clips, clamps or graspers near the area where the device was used? None. Any photos available of the deployed staples or video? No. Any information available on the staples used (were the staples the appropriate b form shape of any deployed)? No staples were observed at patient side or specimen side approx blood loss in ml. 2000ml. Is there an autopsy report available? No. Is the surgeon interested in speaking with ethicon medical and engineering staff? Yes. How many times was the device fired in this procedure? 4 or 5 times. Approx width of the hepatic vein. +/- 15mm. Was there any tension on the vein when the staple was applied? Tension is usually released upon firing. Were any unusual noises or sounds during the firing sequence (closing or firing) none.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2023. Additional information was requested and the following was obtained: the surgeon went over how he has been doing procedures for the liver and pancreas for 10 years. This is the first time he has had an issue of this type when he did the right hepatectomy and divides multiple vessels. There were no issues with portal vein and arteries were clipped. He staples the branch of the hepatic vein and then get to hepatic vein. During the stapling of the 1st few firing, he asked the scrub tech if they put a new cartridge, they could not confirm so they removed the cartridge and put a new one and were confident it was new. Firing went as usual and the device made a noise and the cutting followed. While finished stapling and specimen removed, anesthesiologist notified patient become suddenly unstable. It was noticed that the issue was at the origin of the right hepatic vein, and stated that they did not see any staples present. Patient had an air embolism from the surgery. Tried to revive patient by aspirating air, positioning patient and suturing as quickly as possible but patient did pass due to the air embolism. No staples were alleged to be in the area where the firing occurred and the surgeon stated that they felt like the device only cut and no staples were deployed. The surgeon stated that nothing out of the ordinary was heard and they heard the classic sounds and haptic feedback. The surgeon stated that the bleeding was a consequence of the patient becoming hemodynamically unstable and this was a gas problem and not a bleeding problem. The surgeon stated that no autopsy was performed but at the level of the opening they didn't observe any staple material. Parts of the hepatic vein did have staple materiel but did not see a staple line. Visual field during suturing was that no stapling material on edges of the hole were allegedly observed. Per the sales rep, the device cut but did not staple.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, a9ct6x, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the stapler fired on the vena cava or the hepatic vein? Please further describe staples that were deployed and the formation of the staples that may have deployed. Any clips, clamps or graspers near the area where the device was used? Any photos available of the deployed staples or video? Any information available on the staples used (were the staples the appropriate b form shape of any deployed)? Approx blood loss in ml. Is there an autopsy report available? Is the surgeon interested in speaking with ethicon medical and engineering staff? What is the surgeons experience with device? How many times was the device fired in this procedure? Approx width of the hepatic vein. Was there any tension on the vein when the staple was applied? Who actually fired the device and what is their experience with using the device? Were any unusual noises or sounds during the firing sequence (closing or firing). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure (hepatectomy robot) the surgeon used the echelon power several times. When the surgeon cut the vena cave, the echelon cut but it didn't staple. Therefore, the patient died immediately. Converted to an open procedure and resuscitation last 2 h and 2 blood transfusions took place without result.